Manufacturer narrative:
Evaluation results: (root cause could not be determined). Inherent risk of procedure (stent deformation). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be determined). Inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images were not returned for review).

Event description:
It was intended to use an integrity 3.0 x 15 mm rx bare metal stent. It is reported the stent was frayed. No clinical sequelae reported.